Event description:
The following has been reported: bad pressure sensor, pressure calibration cannot be performed. Defective pressure sensor was diagnosed. This defective part replaced. Quality control performed after repair, device is functional and safe. Faulty part will be sent. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.